Manufacturer narrative:
Medwatch form user facility report number: (B)(4).

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was insulation fracture on the right atrial (ra) lead which led to lead failure. The physician performed lead revision procedure where the ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿lead had an insulation fracture¿ was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual and x-ray inspection of the lead did not find any anomalies with exception of damage consistent with that occurring at the time of the procedure. Electrical testing did not find any indication of conductor fracture or internal shorts.